Event description:
A surgeon reported two pts with cystoid macular edema following intraocular lens (iol) implant surgery. One pt had bilateral iol implant surgery. Additional info has been requested. There are three medical device reports associated with this event. This is the first of three reports for this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested on 02/19/2009, 02/24/2009, 03/09/2009, and 03/17/2009 by phone, fax and mail. A completed questionaire has not been received.